Event description:
Uomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported by the patient that three infusions set fell off within two days of use. Event was occurred on 05/29/2024, 06/06/2024, and 06/09/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1918922- MDR 3003442380-2024-15528- device 2 of 3.